Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 525 mg/dl. The customer showing symptoms of nausea, vomiting, difficulty breathing, abdominal pain, difficulty breathing, shoulders tense up and heart problems. The customer is currently into the hospital for diabetic ketoacidosis. The customer does not even know where her pump is at and she is not feeling well at all. The customer has been in the same position since she got admitted to the hospital and has not able to move. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that we are sending a fly pump as her request.